Event description:
Reportedly, during a hernia repair procedure while using ventrio st mesh, the patient was obese and the hernia location was at a difficult spot. It was hard to get enough leverage to deploy the fixation device. In trying to get adequate fixation additional force was used and tore the mesh. The surgeon removed the torn mesh and used another ventrio st mesh, but had to go a size larger.

Manufacturer narrative:
The bard device in question was returned for evaluation. A small tear was observed on the outer edge of the mesh across the outside perimeter. A fastener was observed to be in close proximity to the tear, there were also two additional fasteners observed one was on the very edge of the device and another was more towards the center of the device. As reported this was an obese patient and the hernia was located in an area that made it difficult to get enough leverage to secure the mesh. Due to this additional force was used while trying to obtain adequate fixation and the mesh tore. Outside of the tear no anomalies were found. Based on the event as reported it appears that the problem experienced was due to force applied by the user while attempting to secure the mesh.